Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation the device operated as expected. Mmdg could not replicate or confirm the complaint.

Event description:
The initial reporter stated that they had a sets that were leaking. Mmdg did make multiple attempts to follow up with the initial reporter to gather additional information, however, these attempts were unsuccessful. (B)(4).